Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that the balloon ruptured at 10atm for 60seconds.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous popliteal artery. The 3mm x 20mm x 144cm coyote balloon catheter was advanced into the lesion. Inflation was performed once. During the second inflation, the balloon ruptured. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.